Event description:
The international distributor reported the ventilator went vent inop and alarmed while in use on a patient due to an exhalation autozero failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor will replace printed circuit boards (pcb) and cable to address the reported event.

Manufacturer narrative:
Distributor does not return parts due to custom costs. Printed circuit board (pcb), cable.